Event description:
Reporter alleged blood glucose read 101 mg/dl at 4:59 am back to back with a glucose result of 206 mg/dl at 5:00 am. It was reported no symptoms were experienced a result. A request was made for the return of the suspect device and replacement product was sent.